Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged black power cable was unable to be confirmed. The controller was not returned for analysis. The submitted log files showed the controller operating as intended. Provided information indicated that the system controller was exchanged. The root cause of the power cable damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. The patient went to the transplant center for a right heart catheterization (rhc) for transplant evaluation workup, and it was found that the patient had damage at the bend relief on the black power cable at the system controller. There was no damage to the driveline itself. A controller exchange was completed without issues. There were no unusual events recorded in the log file event history. The controller power lead damage did not cause any interference in mechanical circulatory support (mcs) equipment operation. The mcs equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.